Manufacturer narrative:
The product analysis was not feasible, because the returned lead fragment could not be associated to the lead under complaint. No conclusion can be drawn at this time. The file is closed. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted. Impedance was over 2000 ohms and it was determined that the lead was fractured. Given this the decision was made to extract the lead and implant a new system. No adverse patient events reported. Should additional information become available, it will be added to this file.